Event description:
Nine each pack (new single use) with 15 radioactive I 125 seeds each, were ordered for a prostate seed (permanent) implant procedure. Two packs were separately loaded into gun receptacle compartment, but during seed insertion, the black plastic reservoir broke at the edge of the steel gun compartment. Several seeds were recovered from floor, pt drape, md gown, and instrument table. None were lost. Procedure was delayed a few minutes with pt under anesthesia but procedure prescription was successfully completed. No personnel was effected. Unbroken packs were sent to central sterile. Broken packs were manually cleaned and preserved for manufacturer. Returned all for analysis. Outcome: no pre-loaded convenience packs will be used in the future.